Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that mini drawers failed. A field service engineer (fse) assisted the customer to recover the mini drawers, reseat the mini cables, and secure the red locking levers and no issues were found with the matrix drawer and customer tested functionality. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple hardware failures were reported. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.